Event description:
It was reported that the patient's ipg became inoperable during an MRI. It was noted that the system was not placed into MRI mode. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6).

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The report that the device was ¿inoperable¿ after MRI was confirmed. Analysis of the device found the inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. Analysis of the returned ipg found the device entered the service app state (B)(6) 2024 consistent with the day of the patients reported MRI. As received, the device was in MRI mode.